Event description:
It was reported that during the filling of a large volume infusor there was a leakage coming from the filling port. This was found before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph was received and is currently being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured may 4, 2015 - may 5, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection noted evidence of backflow at the fill port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.